Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the device system was explanted due to infection. Patient was discharged home in stable condition with a life vest.

Manufacturer narrative:
Analysis was normal. No anomaly was found.